Manufacturer narrative:
Evaluation - driver tip appear to have experienced a shear ductile overload fracture (failure in a plane perpendicular to the drivers axis), but low cycle fatigue failure cannot be ruled out. The cause for the failure is not totally understood since all surgical details are not known. The driver failures likely resulted from high torque application in an effort to try to seat screws. Design changes have been implemented in an effort to increase driver strength. This lot was manufactured prior to these changes. Review of manufacturing history records found 8 pieces of this lot released for distribution on 08/18/2015 with no deviations or anomalies. This report is number 2 of 3 MDR's filed for the same event (reference 3005739886-2018-00017 / 00019).

Event description:
It was reported that during a procedure on an unknown date, the tip of three reform poyaxial drivers broke off in the head of the polyaxial screws. The polyaxial screws were removed as the driver tip could not be removed.